Manufacturer narrative:
(B)(4): reason for implantation: stress urinary incontinence and menorrhagia. It was reported that the patient had retropubic mid urethral sling with the patient¿s fascia on (B)(6) 2010. She was then seen in hospital on (B)(6) 2010 for acute urinary retention, and on (B)(6) 2010 she had cystoscopy for foreign mass in bladder. It was reported that the patient underwent multiple procedures for recurrence of pain. No additional information provided at this time. (B)(6). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2007 by (B)(6) due to mechanical complication of genitourinary device and stress urinary incontinence.

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2007 by (B)(6) due to mechanical complication of genitourinary device and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2008 by (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2008 by (B)(6).

Manufacturer narrative:
Date sent to FDA: 8/1/2019.